Event description:
The original complaint received stated that the filter would not release from out of the catheter. The filter stayed in the catheter. No pt injury. The product was returned for evaluation and testing and the completed analysis states that when the filter basket was removed from deployment sheath, it was found that the filter basket and filter basket membrane were found damaged. The target lesion was just distal to the bifurcation in the carotid artery. The vessel was calcified and subtotal occluded. The product looked normal when taken from the packaging. The product was prepped per the IFU. The torque device was locked onto the wire. When docking the filter basket, the basket would not enter into the deployment sheath correctly. Then after pulling out of the housing, the device was seated correctly. There was no difficulty advancing the device to the lesion. The difficulty occurred while in the distal internal carotid artery. It was noted that the vessels' tortuous anatomy caused some torquing difficulties. The filter was removed from the pt and another device was used to complete the procedure.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Additional info will be submitted within 30 days of receipt.